Event description:
It was reported that during a total knee procedure that the blade broke. It was further reported that the broken pieces did not fall into the surgical site. It was reported that another blade was available to complete the procedure successfully.

Manufacturer narrative:
Device not returned to MFR for eval as yet. In addition, no lot number was provided for further investigation. The hand-piece that is used with this blade at the time of the event has been received and is awaiting eval.